Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further inspection revealed cuttings in the insulation which were caused most likely during the explant procedure. Blood penetrated the lead. In summary, the lead's distal part was found partly pulled out of the ring electrode. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the patient was complaining of diaphragmatic stimulation. The cardiac rhythm management representative thought that the left ventricle lead is epicardial and is close to the right ventricle lead and there could be arcing between the leads causing the stimulation. Boston scientific technical services explained that there should be no arcing between the leads since the lv lead was not programmed to stimulate rv lead. The crm representative and the physician think that the patient was not having real stimulation. The rv lead was explanted and replaced. No adverse patient effects were reported.